Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed. No additional patient or event information is available.

Manufacturer narrative:
Com-(B)(4).

Event description:
He complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and failed. The reported event of loss of connection was undetermined. The probable cause could not be determined.